Event description:
It was reported that the needle deployed and the pink slide moved forward after the pod was removed, indicating a needle mechanism failure. The pod was not worn. No blood glucose levels were reported. Details regarding treatment were not provided.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. A rotational sensor malfunction was observed in conjunction with the pod delivering a total of 59 pulses, with 21 of the pulses being in first prime. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The pod was reset and reran successfully; however, the pod replicated the rotational sensor errors. Inspection of the rotational sensor assembly found contamination on the commutator cap. The observed commutator cap contamination can be confirmed as the cause of first prime ending prematurely and the reported needle mechanism failure.